Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer ran diagnostics and found that the position sensor was not working. The fse replaced the position sensor, resolved the issue, and replaced the missing or damaged slide bumpers on auxiliary drawers 2.2, 3.1, 3.2, 4.2, and 5. The customer tested the system and confirmed that there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 2.2 with all pockets were failed to open, which located on 14b. The customer stated that this malfunction caused a delay in dispensing medication to patients, approximately 30 minutes. There were no adverse events or injuries reported based on this event.